Event description:
Pt had facial cosmetic skin laser procedure. Since that time, pt has suffered from substantial "ue" to facial fat loss, particularly under eye area and cheek. Pt did lots of online research prior to this procedure and did not see anything related to this side effect - was not informed by the dr or saw any documentation presented by the product co that this was a potential side effect. In speaking w/their reps, they claim only 6 out of 50k cases had problems of this nature, which is bunk, because pt personally knows of at least 6 people in the last few months that have contacted them. These cases include severe scarring, dents and dimples related to this procedure. Also at the time of procedure in 2003, FDA approval was only for certain areas of the face, including under eye, cheek, but drs were being instructed by the co to treat entire faces. Thermage is denying damage due to their product and appears to be using stall tactics -probably so state statute of limitations will run out before resolution- among other things to deal with complaints. As of their latest brochures they are now touting this facial fat loss as a benefit and calling it 'contouring'...outrageous. All of thermage damage victims are having to look at expensive corrective medical procedures to correct this. Some of them irrevocably physically and emotionally devastated by the results of this errant procedure. Please look into removing this dangerous product from the market.